Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. The customer stated insulin is squirting out during the manual prime process. Customer stated they are unable to exit the preparing to prime loop. Customer is not able to esc to the status screen. Customer stated the drive support cap was pushing out during fill tubing. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer reported that the drive support cap is sticking out. Customer stated the battery cap stick out during fill tubing and patient pushes it back in. Customer was advised that the device would be replaced. Customer was advised to follow their medically prescribed backup plan.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump had minor scratched lcd window, cracked near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked lcd window and missing the end cap sticker.